Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment of a calcified lesion in the anterior tibial artery, after approximately two minutes and twenty five seconds of activation, the distal tip of the recanalization catheter allegedly detached and remained embedded in the lesion. It was further reported that the health care provider determined not to retrieve the tip since the detached tip would not cause any health hazard to the patient. The patient was reported to be asymptomatic.

Manufacturer narrative:
The device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Visual/microscopic inspection: the sample was returned. The distal tip was missing from the returned catheter. The outer catheter and inner guidewire lumen were stretched, likely indicating excessive force contributed to the catheter detachment. The core wire remaining within the catheter was measured to be 122.7 cm, measured from the point of detachment to the strain relief. The outer catheter measures 152.1 cm from strain relief to catheter detachment. No other anomalies were noted on the returned catheter. Functional/performance evaluation: no functional testing could be performed due to the condition of the returned sample (i.e. Detached catheter and tip). Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation was confirmed for a tip detachment and catheter detachment, as the metal tip and a portion of the catheter was missing from the returned catheter. The investigation was inconclusive for failure to advance as functional testing could not be performed due to the condition of the returned sample (i.e. Detached catheter and tip). The definitive root cause for this event could not be identified. Due to the condition in which the sample was returned (i.e. Signs of stretching) it was likely that excessive force may have contributed to the event. It was unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current instructions for use (IFU) states: adverse events: - as with most percutaneous interventions, potential adverse effects include: bleeding which may require transfusion or surgical intervention, hematoma, perforation, dissection, guidewire entrapment and/or fracture, hypertension/hypotension, infection or fever, allergic reaction, pseudoaneurysm or fistula aneurysm, acute reclosure, thrombosis, ischemic events, distal embolization, excessive contrast load resulting in renal insufficiency or failure, excessive exposure to radiation, stroke/cva, restenosis, repeat catheterization / angioplasty, peripheral artery bypass, amputation, death or other bleeding complications at access site. Interventional use: - for the crosser catheters 14p, 14s, and s6, access lesion with standard 0.014¿ (0.36 mm) guidewire. - advance the guidewire and crosser catheter 14p, 14s, or 18 to the lesion site. Withdraw the guidewire approximately 1 cm within the catheter so that the tip of the crosser catheter is the leading edge. - slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser 14p, 14s, or 18 catheter. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment of a calcified lesion in the anterior tibial artery, after approximately two minutes and twenty five seconds of activation, the recanalization catheter allegedly failed to advance and became stuck in the lesion. It was further reported that the health care provider (hcp) attempted to remove the catheter by activating the recanalization catheter, and the distal tip detached and remained embedded in the lesion. Reportedly, the hcp then determined not to retrieve the tip since the detached tip would not cause any health hazard to the patient. The patient was reported to be asymptomatic.